Manufacturer narrative:
The 0-00124-001 (custom bed adaptor) was reviewed by qa, assembly and customer service personnel for any obvious defects. None were found and the torque handle itself was found to be working accordingly. Said personnel then attempted to reproduce the customer's complaint of slippage by mounting it to a silhouette scan board assay. After a few attempts the slippage was reproduced when approx 220+ lbs was applied. The adaptor was dispositioned for repair to receive a brand new base. A clinical applications specialist was assigned to bring the repaired adaptor to the customer and provide training. The investigation done during the repair found the failure to be attributed to wear and tear of the position stabilizers mounted within the base of the bed adaptor that provide reliable stabilization for the scan board when torqued down with the bed adaptor's corresponding torque handle. Preventive maintenance checklists used by field service personnel will include reviewing for similar wear and if found to be proactively replaced as needed on all future service visits. [This is in response to the accompanying document (B)(4).

Event description:
The customer uses a custom bed adapter assy (0-00124-001 hill-rom adventa 2) to assist with their CT scanning for their pts. The custom assembly began to minimally slip along its mating silhouette scan board assy wherein the accompanying torque handle (used to tighten the customer bed adapter in place) would not fasten properly.